Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Complaint sample was evaluated and the reported event was not confirmed. Review of operative notes confirmed that patient underwent irrigation and debridement and excision of hematoma. However, the infection cannot be confirmed as there is no medical records or lab results with this diagnosis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05375; 0001825034 - 2018 - 05379; 0001825034 - 2018 - 05380.

Event description:
It was reported that approximately 2-3 weeks post implantation, the patient presented with persistent drainage and mild cellulitis of the wound. Subsequently, the patient underwent irrigation and debridement with evacuation of hematoma due to wound seroma. Attempts have been made and no further information has been provided.